Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device was experiencing a screen calibration issue discovered during routine inspection. User attempted to recalibrate, but attempt did not resolve the issue. No patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.